Event description:
Additional information was received indicating this lead and crt-d exhibited another high out of range shock impedance measurement. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The physician was considering replacing the lead. The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead and device remain in service. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating the patient was seen in clinic and non-invasive programmed stimulation (nips) was performed. Shock impedance measurements observed during nips were within range, however remained higher then expected. No adverse patient effects were reported.

Event description:
Additional information was received indicating the implantable defibrillation lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.